Manufacturer narrative:
The reported event of a loss of ble communication was confirmed. The provided device diagnostics were reviewed and it was confirmed that the device entered bluetooth telemetry lockout following an attempt to connect to the device which was not recognized, which is per design as cybersecurity safety feature. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Bluetooth connectivity was able to be restored and the device was successfully interrogated. The patient was stable.